Event description:
It was reported that the bd 3ml integra syringe w/ndl experienced a needle retraction failure, and a clogged needle. The following information was provided by the initial reporter: customer's mother states that the needle shot the medication real fast and left him bleeding also that portion of the medication was still in syringe. Not sure if the needle retracted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.